Manufacturer narrative:
Per tandem's user guide: if you drop your pump or it has been hit against something hard, ensure that it is still working properly. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was dropped. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer¿s blood glucose value was 151 mg/dl.